Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's adult child reported that the parent (patient) was wearing the pod at the time seeking medical attention. The patient experienced and was diagnosed with kidney failure due to prolonged elevated a1c levels. The patient was hospitalized for about 12 days. Symptoms leading to hospitalization included confusion (patient did not know own name) and near-comatose condition. Treatment included intravenous therapy to stabilize the patient. No blood glucose levels were reported.